Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013, customer reports via phone that during an unknown procedure, the fluoro screen was white and the images were not diagnostic. There was not any additional information available. No reported injury.